Manufacturer narrative:
Due to character limitation in e1 - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had frequent alarms for "iab catheter inspection required (flow restriction)" from around 21:30 on (B)(6) to around 22:00 on the (B)(6). A kinked catheter was suspected. After the pump replacement, the symptoms improved.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- d10.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had frequent alarms for "iab catheter inspection required (flow restriction)" from around 21:30 on may 6th to around 22:00 on the 7th. A kinked catheter was suspected. After the pump replacement, the symptoms improved. There was no injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5, d10, h6(health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit and compressor output cycling test - normal (1670 rpm, 7.70 a), pressure vacuum set point, within normal range (p is 391.6 mmhg, v is -298.2 = mmhg), drive manifold test - pass (v leak is 3 mmhg, p leak is -3 mmhg = deepvac check 461mmhg, 148mmhg). There were no problems with the machine that could have caused a flow restriction alarm. All functional and safety test passed.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected data: b3.